Manufacturer narrative:
The device has not be returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the mirage guidewire encountered resistance in the catheter hub and, subsequently, the tip of the guidewire broke. No patient injury was reported because of the event. The patient was undergoing embolization treatment of an arteriovenous malformation (avm). The patient¿s vasculature was normal in tortuosity. The access vessel and size were unknown. The guidewire was hydrated as indicated in the instructions for use (IFU) and the tip was shaped.